Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing, resulting in inhibition of pacing and an inappropriate shock.